Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out infusion set to address the alarm, but occlusion alarm recurred. Customer declined system check with tandem technical support and cause could not be determined. Customer blood glucose was 260 mg/dl.